Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26us, serial#: (B)(6), ubd: 04-mar-2024, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured four times due to the valve dislodging during deployment. Fifteen days later, a sinotubular junction (non-coronary cusp (ncc)) type a dissection was identified. It was not confirmed during the procedure. The cause of the dissection was unknown. Per the physician, it was possible that the partially deployed valve may have damaged the vessel wall when it dislodged during deployment. It was also reported that the patient¿s anatomy may have been a contributing cause, due to a protruding septum and low amount of valvular calcification. The patient was discharged from the hospital with conservative treatment. No additional adverse patient effects were reported.